Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix curved needle assembly device returned. The complaint listed ¿t2 pre-deployment¿. The device is in used but relatively good condition. The complaint indicated ¿yes¿ to the question ¿were all material was removed¿. No anchors were returned though. A partial segment of suture was returned. The blue split cannula was returned. The depth limiter was returned and has been trimmed. The delivery needle tip is not bent or twisted. The delivery needle shaft is very slightly bowed. This device requires a manual lever push for a manual advancement of the actuator. The anchors are released by manually stripping off of the needle. Pressure on the needle can inadvertently bind or release the anchor when not intended to. There is no manufacturing cause related to support this complaint. No further investigation is warranted. Credit was issued.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 anchor of the fastfix device predeployed during a meniscus repair procedure. All material from the failed device was removed from the patient. After a delay of 10 minutes, the procedure was completed using a backup device. No patient injury or complications were reported.